Manufacturer narrative:
Info not provided on initial report. The investigation could not be completed, no conclusion can be drawn as no product was returned. A device history review has been requested.

Event description:
A broken lcp proximal femoral plate was reported. Medical/surgical intervention was necessary.